Event description:
The pump was returned for investigation. Investigation found that all the buttons were unresponsive and the battery compartment was cracked. This report is made based on results of investigation completed on 02/18/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that all the keypad buttons were unresponsive. Removal of the keypad cover found all of the button contacts were missing. It was also observed that the battery compartment was cracked. (B)(6).